Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 487mg/dl. Customer needed assistance in displaying a sensor message on the pump and meter information. Customer disconnected the call at this point and no high blood glucose troubleshooting was performed. There was no further information provided by the customer or by troubleshooting.